Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Related manufacturer reference number: 1627487-2023-04131. It was reported that the patient's ipg was flipped and was uncomfortable. Surgical intervention took place on (B)(6) 2023 where the ipg was reconfigured in the same pocket to address the issue. During the procedure the lead was pulled out of place. It was not replaced and as a result a port plug was used in the header. Effective stimulation was restored.